Event description:
A nurse called in stating that the pt's infusion device was beeping, vibrating and displayed a 3.0 on the infusion device display screen. The nurse was instructed to remove the power pack from the pt's infusion device and insert a new power pack. The infusion device started working properly. The pt was aware of the power pack recall. The pt's blood glucose was not affected. The product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.